Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up arrow button is mushy underneath. The patient denied moisture. There is no adverse event associated with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: all of the keypad buttons were found to be responsive. The keypad was removed and contamination was observed under all of the button contacts. The keypad symbols were found to be worn.